Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #3010532612-2018-00072 and (B)(4).

Event description:
It was reported that the trans venous pacing (tvp) line failed to capture (never captured at all). The issue was resolved by using another catheter. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "low/no signal" is not confirmed. The returned device passed functional test specifications. Although, the root cause of the complaint is undetermined during functional evaluation, both distal and proximal electrodes met product specification.

Event description:
It was reported that the trans venous pacing (tvp) line failed to capture (never captured at all). The issue was resolved by using another catheter. There was no patient death, serious injury or patient complication reported.